Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a kidney and urinary infection and had pain at the battery site since 3 to 4 days ago in (B)(6) 2016. The patient also had blood in their urine. The patient needed to check their device but their patient programmer got wrecked and lost in a flood in october. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.